Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6949 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early. It was further reported that there were high thresholds and low lead impedance observed in the left ventricular (lv) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.